Event description:
It was reported that the nurse stated that they have a patient was rewarming in an arctic sun device. They accidentally hit the power button on the back of the machine. They turned the device back on and were able to resume current patient therapy. However, now it seems like the device was cooling the patient rather than rewarming the patient. The water temperature has been staying around 23c. Confirmed the rewarm box is flashing. Rewarm from was set to 33.5c, nurse had adjusted this to the current patient¿s temperature earlier when the patient began dropping. The rate increased to 0.5c/hour. And targeted temperature (tt) was 37c. Patient temperature was currently 33.2c, water temperature (wt) was 23c, water flow rate (wfr) was 2.2 l/min. Confirmed nurse added about 1 liter of water when the device lost power, it had alarmed reservoir empty when they turned it back on. Explained emptying the pads prior to filling the reservoir to avoid overfill and discussed overfill effect on heating the water. Walked nurse through draining off 500 ml of water, placed device in manual control at 40c. Water temperature up to 30.6c, slowly rising and seemed to stall. Had nurse drain off another 500 ml of water, after a minute water temperature (wt) up to 35.4c and rising. Had nurse disable manual control and resume therapy. Informed nurse to monitor the patient¿s temperature and water temperature over the next hour, and call back with any issues,

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The water temperature has been staying around 23c. Confirmed the rewarm box is flashing. Rewarm from was set to 33.5c, nurse had adjusted this to the current patient¿s temperature earlier when the patient began dropping. The rate increased to 0.5c/hour. And targeted temperature (tt) was 37c. Patient temperature was currently 33.2c. Had nurse disable manual control and resume therapy. Informed nurse to monitor the patient¿s temperature and water temperature over the next hour and call back with any issues. A DHR review is not required as the serial number is unknown. The serial number for this investigation is unknown. The latest labeling revision will be reviewed (baw2800548 revision 1). The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient was rewarming in an arctic sun device. They accidentally hit the power button on the back of the machine. They turned the device back on and were able to resume current patient therapy. However, now it seems like the device was cooling the patient rather than rewarming the patient. The water temperature has been staying around 23c. Confirmed the rewarm box is flashing. Rewarm from was set to 33.5c, nurse had adjusted this to the current patient¿s temperature earlier when the patient began dropping. The rate increased to 0.5c/hour. And targeted temperature (tt) was 37c. Patient temperature was currently 33.2c, water temperature (wt) was 23c, water flow rate (wfr) was 2.2 l/min. Confirmed nurse added about 1 liter of water when the device lost power, it had alarmed reservoir empty when they turned it back on. Explained emptying the pads prior to filling the reservoir to avoid overfill and discussed overfill affect on heating the water. Walked nurse through draining off 500 ml of water, placed device in manual control at 40c. Water temperature up to 30.6c, slowly rising and seemed to stall. Had nurse drain off another 500 ml of water, after a minute water temperature (wt) up to 35.4c and rising. Had nurse disable manual control and resume therapy. Informed nurse to monitor the patient¿s temperature and water temperature over the next hour, and call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.